Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported unit failed downstream occlusion test which was not reproduced. A review of the event history log identified multiple downstream occlusion messages. The cause was determined to be an out of calibration low force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had failed downstream occlusion test during preventive maintenance. There was no patient involvement. No additional information is available.